Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. In addition, the complaint history records were reviewed, and there were no similar complaints from this same manufacturing lot. The explanted lens was returned to b+l and has been sent for verification of diopter power. The results will be communicated in a follow-up report.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the pt presented with a -5.25 refractive error. The lens was reported as sitting against the posterior capsule. The lens was explanted and replaced with a crystalens at50ao, 20.75 d and this resolved the refractive error. The pt's current visual acuity is 20/25. At this time, the reason for the refractive error is unk. Additional info has been requested from the surgeon.